Event description:
A customer reported that their AED would not power on and they could not remove the battery. The customer did not report this occurring during patient use.

Manufacturer narrative:
Upon return, the device underwent evaluation and bench testing. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. The cause of the AED not powering on was related to the customers failure to maintain the battery pack. During evaluation of the AED, the battery was able to be removed and it was confirmed the battery latch intended to assist in securing the battery in place was broken. Despite the damaged latch, the device was able to function when a test battery was manually held in position.